Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discarded the product. Most likely underlying root cause: mlc-41 -dead battery. (B)(4). Note: manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for dead meter followed by symptoms. The expected fasting blood glucose test result range is undisclosed. Customer did report symptoms. Medical attention is reported as a result of the actual symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 06/21/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer is well at time of initial call. Meter does not turn on at all. Battery was inserted correctly. A follow up call was made on (B)(6) 2018; while waiting on trividia meter to arrive, customer states her glucose dropped on (B)(6) 2018. Customer was experiencing symptoms and called the paramedics. Customer states the paramedics arrived and her blood glucose was 32mg/dl fasting. The paramedics administered glucose IV. Customer is stable now and states she will discard her old meter. Customer states she felt her normal symptoms (not specified) of low glucose and decided to call paramedics. Customer had no symptoms at time of call and does not require and medical attention at this time